Manufacturer narrative:
No product was returned. The investigation determined the most probable cause for the no disposable-clamp tubing alarm to be an issue with the downstream occlusion (dso) sensor, and the most probable cause for air bubbles to be user error likely due to medication being injected too quickly into the cassette; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a no disposable clamp tubing alarm. Troubleshooting was performed but the alarm returned. No patient injury was reported.